Manufacturer narrative:
Product analysis: the distal tip was slightly damaged; however, this damage is consistent with the use of the device in vivo. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 1st, 2nd and 3rd distal stent segments were deformed with raised struts. The stent was slightly misaligned at the 9th and 10th distal stent segment. (B)(4).

Event description:
It was reported the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a moderately calcified lesion. The lesion was pre-dilated. The device was removed from its packaging as per IFU and inspected with no issues noted. During the procedure it was reported that the device failed to pass the lesion, resistance was encountered and stent deformation occurred during positioning at the lesion . No excessive force was used during delivery. No patient injury reported. The procedure was completed with a non-mdt stent. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. "Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.